Manufacturer narrative:
H3: product analysis found that visually, the outer tube and inner shaft were bent distal to the outer tube when returned. There was contamination on the outside diameter of the outer tube and hub and traces of contamination on the inside diameter of the inner cutter tip. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but excessive wobbling was observed while oscillating up to 7500rpm. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, during the ess procedure even when the foot switch was pressed, the inner cylinder of the blade did no longer rotate. It seemed that there was no particular change in appearance. There was no patient impact.